Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose reading and hospitalization from the insulin pump. The customer stated that she went to the hospital for diabetic ketoacidosis. The customer stated that her blood glucose went over 400 mg/dl twice. The customer stated that she treated her high blood glucose reading with a pen and insulin drip. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.